Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) readings were not displayed on the ilet while appearing on the dexcom g7 mobile app, and troubleshooting determined the user had entered an incorrect sensor pairing code into the ilet; the correct code was provided and education on proper pairing was completed. Investigation included technical support. Investigation of this case revealed user error related to incorrect sensor code entry, with no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without hospitalization. It was concluded that the event resulted from user error, and device function was restored through correct pairing procedures.